Event description:
Complainant had surgery for a duodenal rupture received from car accident. They stated they were told at the time that the sutures used would "either dissintegrate or work themselves out." Months later they stated had knots form all along the incision site, which would fester and drain. They stated they returned to the physician and some were removed (others to be removed at later date), site then treated with peroxide.